Event description:
Report received from the USA stating that the device does not function. The device was being used during surgery. There was no pt or user injury occurred. It is unknown if there was a delay in the surgical procedure. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. During pre-repair diagnostic assessment, damaged bearings and failed cutter insertion test were found to be the cause. If additional information become available, a supplemental report will be submitted.